Event description:
It was reported that the patient presented with symptoms of infection and pocket erosion. Between (B)(6) and the date of the procedure the patient's following physician had attempted to treat them with oral antibiotics until the erosion was first noted (date unknown) when it was determined that the generator would need to be explanted so the pocket could heal. The procedure for this took place on (B)(6) 2017 and the device was explanted without adverse event. The patient is to be treated for infection and erosion for the next 6 weeks before a new generator is to be implanted. The procedure took place without adverse event and the patient remained stable before, during, and after the procedure.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.